Manufacturer narrative:
The tech found the brake and brake/steer casters required adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech adjusted the brake and brake/steer casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located in the clean linen area. There was no pt/user injury reported. (B)(4).